Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced difficulty breathing and shortness of breath after each use of the device which would result in an emergency room visit due to not being able to breathe properly. During a gfe attempt the customers wife/caregiver responded: the patient experienced coughing and scared lungs. Due to continuous coughing his oxygen levels are down, and the patient blacked out. He fell on the floor and broke his shoulder. The patient's wife states the patient went to the emergency room 6 times but after using the CPAP for I hour the patient still could not breathe. The patient received nebulizer and some other treatments. Three gfe attempts were made to gather additional information. During the gfe attempt the wife/caregiver states the device is not available to be returned to the manufacturer because the device is with their attorney. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously reported: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced difficulty breathing and shortness of breath after each use of the device which would result in an emergency room visit due to not being able to breathe properly. During a gfe attempt the customers wife/caregiver responded: the patient experienced coughing and scared lungs. Due to continuous coughing his oxygen levels are down, and the patient blacked out. He fell on the floor and broke his shoulder. The patient's wife states the patient went to the emergency room 6 times but after using the CPAP for I hour the patient still could not breathe. The patient received nebulizer and some other treatments. Three gfe attempts were made to gather additional information. During the gfe attempt the wife/caregiver states the device is not available to be returned to the manufacturer because the device is with their attorney. New information: the manufacturer received new information alleging nose and respiratory tract irritation, dizziness and or headache, hypersensitivity, nausea, vomiting, inflammatory response, lung disease, reduced cardiopulmonary reserve, other while using the device. Medical intervention was not specified. Additional information added to the following sections: box e, reporting institution name, box g, report source (rfb), box h, patient outcome code grid and recall (z) number. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.